Manufacturer narrative:
Name: ypsomed ag address: weissensteinstrasse 26 city: solothurn country: switzerland zip code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced issue with infusion set adhesive does not adhere event on 13 apr 2026.